Event description:
It was reported to gore a 44mm gore® cardioform asd occluder was implanted on (B)(6) 2020 to treat an atrial septal /patent foramen ovale type defect with a floppy interatrial septum. It was reported the patient developed a minor fever (38c) within twenty-four hours of implantation. The fever increased to 39.5c on (B)(6) 2020 and continued as of the morning of (B)(6) 2020. Blood test results showed minor elevation of white blood cells and inflammation. Echocardiogram imaging on (B)(6) 2020 showed thrombus formation on the right and left sides of the device. The patient received heparin for twenty-four hours prior to the procedure. Patient is currently on aspirin, clopidogrel and heparin (IV). The patient will start on warfarin. A minor residual shunt was also observed on the (B)(6) 2020 echocardiogram. The physician reported the device looks stable. It was reported that on (B)(6) 2020, the device was explanted as the echocardiogram continued to show thrombus on both sides and the patients fever continued. It was reported the patient is doing well.

Manufacturer narrative:
H6: updated conclusion code 2 for sterilization evaluation. H6: added method and conclusion code 3. The gore® cardioform asd occluder instructions for use states: potential clinical and device adverse events associated with the use of the occluder may include, but are not limited to: device thrombosis or thromboembolic event resulting in clinical sequelae, fever. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.